Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported it was unknown why or what caused the device to be turned off. The patient used the patient programmer (pp) to turn stimulation back on and was now doing well. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient is in a new facility and the caregivers are not familiar with the system. Caller stated the patient had a slight tremor today so they are trying to check the system. They were instructed to check the device with the patient programmer and the device was off so they were instructed on how to turn the device on. No further complications were reported or anticipated with this event.